Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2018. Due to hospital policy, no additional information was provided. The device was not explanted and will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 01jul2015. The current revision of the heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site reported the patient expired on (B)(6) 2018. Due to hospital policy, no further information provided.